Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has been experiencing high blood glucose for a few days. The customer has an insulin pen as a backup plan. The customer's blood glucose was 14.5mmol/l. The customer did not treat, but feels fine to continue trouble shooting. The customer checked all setting, everything was fine. Also, performed high pressure test and passed. When the customer was changing the infusion set, he noticed air bubbles in reservoir. The customer made sure there were no air bubbles in reservoir before connecting. The customer delivered bolus and will check blood glucose later. The customer was advised to call if they continue having issues.